Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the cartridge was not seated properly due to there being an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring, the cartridge was changed and insulin delivery was resumed. There was no adverse impact on the customer¿s blood glucose level.